Manufacturer narrative:
Received 454322 one rack each: b210533a, b2105336 and b210233b for evaluation. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be duplicated in the customer returned samples.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and are still being evaluated. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states tubes are failing on the verify now. This is occurring with 3 different lot numbers on 2 different analyzers. Customer advised of visible clots in samples.